Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). No code available (secondary surgery, lens explant). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.5/093 sphere/cylindar/axis, into the patient's right eye (od) on (B)(6)2017. On (B)(6) 2017 the lens was explanted due to excessive vault. There are no known plans to implant another lens.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial. Visual inspection found the optic and haptic split. Dimensional inspection unable to be performed. (B)(4)